Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had scratches on the screen. The customer¿s blood glucose was unknown l at the time of incident. Customer stated that the insulin pump had scratches on the screen making it hard to read the display. Customer also reported that the insulin pump buttons were unresponsive, there is an absence of no delivery alarm, and the battery does not last long. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.